Event description:
It was reported to st. Jude medical that the ICD was found to be in a hardware reset mode. Premature battery depletion and extended charge time were alson observed. The ICD was explanted.